Event description:
Risk manager reported pump infusing levophed with dosing units mcg/min, cardiac surgical patient was transferred to new patient care area. A new pump was programmed with a new dataset that had been released (B)(6) 2013. Levophed dosing units was mcg/kg/min in his area. The patient care director stated the patient was "supposed to ge 20/hr, but received closer to 500/hr instead' unclear if this is rate or dose. Customer is not alleging any device malfunction. Due to increased rate of levophed, patient's blood pressure increased to 240 mmhg and fluctuated over the after noon. Set was not saved and devices were not sequestered. Not all patient care areas were aware of this change at the time. Patient care director mentioned staff have been inserviced and new processes are now in place to decrease possibility of reoccurrence. The customer did not provide any additional patient or event details.

Manufacturer narrative:
(B)(4) . The customer's report of an over infusion of levophed could not be confirmed. Neither the devices nor the logs were returned because the customer declined an investigation. The root cause of the customer's experience could not be identified.